Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that patient also experienced elevated iop, significant reduction of irido-corneal angles. The lens was exchanged with a shorter length lens on (B)(6) 2020, and the problem resolved and noted "patient still on azarga and lumigan". H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, medication. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.50/+2.0/101 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was reported as having high vaulting. The lens remained implanted. The cause of the event was due to the device. Medication was prescribed, the cornea was clear, icl was centered, with iris pigments on lens. This was the replacement lens but the problem was not resolved. See MFR. Report # 2023826-2020-03218.